Event description:
The healthcare professional (hcp) of the home patient (hp) reported multiple peritonitis episodes while using the homechoice device for apd therapy, which resulted in removal of the hp's peritoneal dialysis catheter and the hp's subsequent transfer th hemodialysis therapy. The hcp relates that initial episode in 2002 was an exit site infection and the hp was treated with levaquin. According to the hcp, 20 days later the hp had peritonitis, which was felt to have been acquired during prior hospitalization in 2002 for gi issues. The hp was treated with ancef, gentamicin, and vancomycin. The hp was diagnosed with peritonitis in 2003 and treated with cipro, levaquin and gentamicin. The hp was hospitalized for 5 days with cloudy effluent and again for 10 days, resulting in the hp's catheter removal. The hp was treated with vancomycin, gentamicin, ancef, and tobramycin. The hp's nephrologist felt the cause of the episodes war poor hygiene. Poor hygiene was confirmed by hcp via home visit and the hp repeatedly received retraining on proper hygiene and procedures prior to catheter removal.